Event description:
The patient's representative reported ¿capsular contracture baker grade iii", as well as depression and anxiety related to the recall. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
The patient's representative reported ¿capsular contracture baker grade iii", as well as depression and anxiety related to the recall. This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
The patient's representative reported left side ¿capsular contracture baker grade iii", as well as depression and anxiety related to the recall. Healthcare professional later reported "hernia" and "painful hypertrophic scars", which are not device-related. The device has been explanted.